Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event. The cause was identified to be a defective air sensor. To correct this condition the air sensor assembly was replaced and calibrated as per service manual. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an air sensor out of calibration. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.